Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was observed to have an exposed wire while being used on the tissue. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire at the distal end to be related to the customer reported complaint. The vse instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. Electrical continuity was performed and passed. The instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The vse instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The vse instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures observed during log review of remotefe and dsp. Root cause of this failure is attributed to a component failure. The vse was also found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. A review of the instrument log for the vessel sealer extend (vse) (480422-01/m10220627 0036 ) associated with this event has been performed. Per logs, the vse was last used on (B)(6) 2022 on system (B)(4) with 0 lives remaining. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.